Manufacturer narrative:
Nine electrodes were returned to olympus for evaluation. The evaluation confirmed the reported event. A visual inspection of the electrodes found all nine of the loop wires on the distal end were broken off and not returned with the electrode for evaluation. A closer inspection under a microscope revealed each electrode had charring deposits at the tips of both yellow resection colored posts. There are small portions of the loop wire that remained and appeared to be melted which is an indication of thermal damage. The customer did not send in their associated high frequency cable or working element that were used with the electrodes for investigation. Based on the evaluation results and similar reported complaints the most probable cause are as follows: the electrode loops are used to manipulate the surrounding tissue which can cause the loop wire to bend/break, electrical output settings on the electrosurgical generator are too high, and/or the loop wire comes in contact with metal material during hf output which can lead to melting and burning of the loop wire.

Event description:
Olympus was informed that the loop wire on ten electrodes broke off and fell inside the patient during a transurethral resection of the prostate procedure. The loops were retrieved from the patient successfully. The procedure was completed using a similar device with the same lot number. No patient injury was reported. It was later reported that it was unknown how many loops broke off/fell into the patient and how many loops broke on one side of the distal end of the electrode. There was no sparking/arcing observed. The settings of the generator were unknown. 6 of 10 electrodes.

Manufacturer narrative:
Based on the OEM¿s investigation it has been determined that the loop wires of the affected electrodes became damaged during production due to some irregularities in the manufacturing equipment. As a result, a field safety corrective action has been initiated to prevent potential risk to patient health.